Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva ID tractip 200 laser fiber was used in an unknown procedure performed on (B)(6) 2021. The laser unit used was a holmium laser console. During the procedure, the laser fiber was overheating and non-functional. Reportedly, there was no burn injury to the user or to the patient. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.